Manufacturer narrative:
H.6. Investigation: the complaint was created for discrepant results issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6)). The customer reported the erroneous results reported by analyzer. The device history record for bd veritor plus analyzer , sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus analyzer , sn (B)(6), was not returned for investigation and hence the root cause was unable to be determined. Therefore, complaint is not confirmed.

Event description:
It was reported that while using bd veritor plus analyzer japan 3 false positive results were obtained by the laboratory personnel. The customer stated results were reported out, but there was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device veritor catalog number 256066 which does not have a 510k number

Event description:
It was reported that while using bd veritor plus analyzer (B)(6) 3 false positive results were obtained by the laboratory personnel. The customer stated results were reported out, but there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-21. H6: investigation summary: the complaint was created for discrepant results issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6)). The customer reported the erroneous results reported by analyzer. The device history record for bd veritor plus analyzer , sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus analyzer , sn (B)(6), was returned for investigation. The analyzer has been tested using calibration tests and the device is observed to work fine. The error reported by the customer is not able to be replicated and root cause is unable to be identified. Therefore, complaint is not confirmed. Bd quality will continue to monitor for trends related to the veritor system.

Event description:
It was reported that while using bd veritor plus analyzer japan 3 false positive results were obtained by the laboratory personnel. The customer stated results were reported out, but there was no report of patient impact.